Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was admitted to the hospital, for approximately two weeks, due to the peritonitis event. Treatment was not reported. On an unreported date, the patient was recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was hospitalized for the previously reported peritonitis event on an unreported date in the same month the initial report was received. Should additional relevant information become available, a supplemental report will be submitted.